Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 05-sep-2018 with the following findings: the display was found to be dim and pink. In addition, the battery compartment was observed to be cracked below and above the grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim display screen and battery compartment cracks. This report is made based on results of investigation completed on 05-sep-2018.